Event description:
A facility representative reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient with pre-existing keratoplasty, previous cataract surgery and graft suturing for a leak experienced refractive error, discomfort, and diplopia. Reportedly, "they had placed the lens incorrectly at 169 axis instead of the iod target which was 0 degrees." The lens has now been repositioned. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)